Manufacturer narrative:
H6: code updated per information in the complaint file.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. H6 type of investigation code b19 added.

Event description:
The user facility reported after the impella cp was placed, placement signal (ps) had appropriate arterial waveform. Once the impella was started, ps became highly erratic with massive ps spikes. Motor current was appropriate, although there was a large differential between systolic/diastolic. Flows were appropriate for the p level once the position was optimized. It was discovered that the white cable was not fully seated into the automated impella controller which once the staff pushed in, the placement signal unreliable alarm resolved. Additionally, towards the end of the impella insertion on the right femoral artery and removal of the sterile drape, site of the left arterial access, a large hematoma was noted. Upon assessment of the right femoral site, another hematoma was noted but smaller. It is usure if the right hematoma was related to the pulmonary artery catheter or impella repositioning sheath. No external bleeding noted. Manual pressure was held. Cangrelor was held. The patient previously already unstable so a decision was made by the team to transfer the patient to intensive care unit and hematomas were measured further there. During transfer, the patient pulseless electrical activity arrested. Two units of platelets, and two units packed red blood cells were administered. The patient expired and the impella was turned off and the device was left in patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿